Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017, between 12.45 and 1.35 pm. The patient reported obtaining an alleged inaccurate high blood glucose result of ¿220 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes using a combination of medication, including, metformin, novolog and lantus. In response to the alleged issue she reported that she administered an extra 6 units of insulin. The patient reported that ¿she sat down on a bench outside (B)(6) and was found slumped over. She alleged that in response to this someone called 911 and the emergency services attended between 12.45 and 1.35 pm, and treated her with IV fluids. The reporter stated that the emergency services obtained a blood glucose reading of ¿24 mg/dl¿ on their meter. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.